Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 22-aug-2025 investigation summary bd received one sample for investigation. The evaluation of the sample showed a used push button without the sleeve adaptor; therefore, sleeve leakage could not be seen. A total of 10 retained samples were used for functional testing, and no leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, blood leaked on the tubes, the nurses clothes and gloves on unspecified number of devices, ppe was worn and no health impact or consequence reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, blood leaked on the tubes, the nurses clothes and gloves on unspecified number of devices, ppe was worn and no health impact or consequence reported.